Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that the device does not give signal when connected to the patient. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is based on information provided by third party service engineer and with an investigation documented by philips complaint handling. Device is evaluated remotely. Available details indicate that the nurse did not connect the electrodes well and resulted to inability of the device to give ECG signal. Based on the information available, the cause of reported problem is due to an unintended user error. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device is working per specifications without any issues.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the device did not give signal when connected to patient. The device was reported to be in use on a patient. However, details of patient or user harm are unknown. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.